Event description:
Boston scientific received information that this atrial lead was an attempted implant. It was reported that the lead was exhibiting stable threshold and sensing measurements; however, impedance measurements were greater than 2500 ohms. The device to lead connection looked good. The physician removed the lead and replaced it without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was discarded and was not returned for testing. Therefore. Boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.